Manufacturer narrative:
During a total hip procedure, the surgeon was in the body cavity making an incision and the blade broke. All of the pieces of the blade were retrieved without further incident. The blade was returned for evaluation. There was no injury or need for any further medical intervention as a result of the incident. This blade is a component in a custom surgical pack. The blade is a bard-parker stainless steel blade from aspen surgical products. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The blade broke during use and was retrieved from the surgical site.